Event description:
It was reported that the pump was refilled on (B)(6) 2013. Two weeks later, the patient experienced return of tone and spasticity. The device system was used to deliver compounded baclofen. It was later reported that following cap access and dye study, with subsequent rotor study and computed tomography (CT), the physician noted no contrast at the catheter tip, but surrounding the pump in the pocket. The impression was that he de-accessed the port accidentally thus filling the pocket. The patient and caregiver were notified and the patient returned and the procedure was repeated. The physician had difficulty aspirating and once again only aspirated about .5 ml and was unable to inject. His impression was that there was precipitated drug clogging the inner lumen of the catheter. The information was shared with the managing physician who will refer the patient for surgical intervention- timeline unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).